Event description:
An abutment screw fractured inside an implant. The implant is still in the pts mouth. Dr was unable to retrieve fractured fragment from the implant fixture. No pt injury has been reported.